Event description:
It was reported to philips that the device's c-arm was moving on its own. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the incident occurred during a diagnostic procedure and the inoperability of the l-arc could potentially lead to the cancellation of clinical procedures. It was reported that the c-arm was moving on its own. Review of the log files confirmed warning related to larc beam longitudinal movement. Rse confirmed that the emergency stop (e-stop) had been triggered and identified a post failure with the larc_n_fd15 error and a failed power relay test. The failure analysis was able to confirm the electrical failure. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the potential fault with the power supply in the larc. Fse replaced slb power supply chassis and the slb4 mvr. After the replacement of slb power supply chassis and the slb4 mvr, the system was returned to use in good working order. The codes were updated based on the investigation outcome.